Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, explanted: (B)(6) 2017, product type: catheter. Product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2018-aug-10 regarding a patient receiving fentanyl, hydromorphone, clonidine, and bupivacaine (doses and concentrations unknown) via an implanted infusion pump. The indications for use included non-malignant pain, chronic low back pain, and radiculopathy. It was reported that in "maybe 2014" (the reporter was not sure of the time frame) the patient fell and kept having pain. The medication was being increased, and it was making the patient very tired. The symptom onset was considered sudden. It took 6-12 months until it was found that the catheter was not attached properly, and had drifted far far away from the initial placement. It was noted that the patient did not know if it was due to the fall or how it was implanted. The pump was removed on (B)(6) 2017 and a catheter was placed for another manufacturer's pump. No further complications were reported or anticipated.